Manufacturer narrative:
Product ID 3093-28 lot# v386942, implanted: 2010 (B)(6), explanted: 2011 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
It was reported that the patient never experienced therapeutic effect from their implantable neurostimulator (ins) since implantation. It was noted that the patient had 2 ins systems placed and had the device system on the right side (this report) removed ¿because it wasn¿t placed in the proper area¿ and ¿I was in pain all the time¿. The patient stated that it was unclear if the lead component of that system was removed or if only the ins was explanted. The remaining ins system on the left side was left in place with the hope that it would provide symptom relief. It was reported that the ins on the side was turned off by the patient. Additional information was requested, but was not available at the time of this report.

Event description:
Additional review indicated the patient stated the ¿ins didn¿t work at all,¿ even after multiple reprogramming sessions.

Manufacturer narrative:
(B)(4).